Event description:
Per the clinic, the device was explanted on (B)(6), 2015, due to infection and skin flap necrosis at the implant site.there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
This report is filed june 26, 2015.

Manufacturer narrative:
(B)(4)